Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead testing showed high lead pacing impedance, despite several attempts to change implant locations. The lead was removed and not used as the physician felt the lead could possibly be defective. A competitor lead was implanted instead. No patient complications have been reported as a result of this event.